Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode. Customer's blood glucose was 168 mg/dl at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis. No further details given.